Event description:
It was reported that g6 receiver was in debug mode. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6).

Event description:
Product was provided for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and failed. An internal visual inspection was performed and failed due to water damage. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).